Manufacturer narrative:
Importer reported that a user facility reported that a patient experienced a burn in the treatment area following the use of the alma diode 1470 system.

Event description:
Importer reported that a user facility reported that a patient experienced a burn in the treatment area following the use of the alma diode1470 system.